Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing of r-waves. The signals were reduced, but were still above the programmed sensitivity of 0.7mv. The undersensing caused inappropriate mode switching from aai to ddd mode, resulting in pacing being delivered when not needed. Technical services discussed how the automatic gain control (agc) feature works, noting that with only occasional small amplitude beats, the agc does not step down to the sensing floor before larger amplitudes are observed. Technical services also discussed that it may be more clinically appropriate to consider av search+ rather than rythmiq to minimize unnecessary rv pacing. No adverse patient effects were reported. The device remains implanted and in service.